Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log was checked and upon troubleshooting, it was found that the power supply board in the main cabinet and the power supply board in the video cabinet were faulty. The defective pd.assy.rearpanel boxed and pd.assy.pdm were returned to philips for further analysis. The failure analysis confirmed the malfunction of the pd.assy.rearpanel boxed and found missing dc fuses, and the power bank supply c4+e4 (220vac) was not switched on. The failure analysis also confirmed the malfunction of the pd.assy.pdm and found low voltage psu control wires were disconnected both the inside and outside, two screws were missing, one of which was found inside the unit, and the fuse in fh5 was tripped. Following the replacements of the power supply board of the main cabinet (pd.assy.rearpanel boxed) and power supply board of the video cabinet (pd.assy.pdm) by the fse, upgraded the boards' firmware, and returned the system to working order after functional checks. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not starting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.